Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available.

Event description:
Unintended system movement of the axiom luminos drf table was reported to siemens. According to the customer, the user left the exam room and upon return noticed that the table top moved all the way foot ward. The safety switch was activated. There were no patients present in the room during the incident. There are no injuries attributed to this event.

Manufacturer narrative:
**Resubmission of initial report as per FDA on 4/3/19** the issue was investigated. According to the information received from this site, the user left the room with the system table top in a certain position. When the user returned to the room, it seemed like the table top was in a different position and had moved all the way to the foot end spontaneously. The provided log files have been analyzed for the day of the incident. However, there is no indication for any uncontrolled movement of the system. A sporadic deviation from the table longitudinal potentiometer was identified. This potentiometer deviation could result in the error "safety switch activated during operation" due to the system detecting table position out of the configured range (error 3055). This explains the operator`s claim that the system moved all the way "footward with the safety switch activated". However, this issue is not related to the uncontrolled movement. The potentiometer was replaced and the error 3055 did not recur. Siemens local service engineer was dispatched to the site. The engineer found that the system had a collision and identified a dented footrest and the tableside control trolley console with a bent handle. The collision was not connected to the unintended movement. The system was extensively tested by the service engineer. No errors or malfunction could be found. The problem was not reproducible. No systematic issue could be determined.